Event description:
The catheter was placed as usual with no immediate issues. After disconnecting the catheter from the extension cable and attempting to reconnect it, the pressio began cycling on and off repeatedly, rendering it unusable. Connecting a spare new catheter resolved the issue.

Manufacturer narrative:
After connecting the catheter to a monitor for more than 80s the monitore shutdown. This occur also when a another monitor is used. A traceability analysis has been conducted on the manufacturing file of the device. A traceability analysis has been conducted and it did not reveal any clue to support the defect (last functional check in production on 01/16/2024). The visual analysis of the dongle board shows the presence of the faulty stm eeprom component. The CAPA 2025-04 opened on the subject of monitor reboots is still ongoing, and it addresses the various investigations carried out on the subject.

Event description:
The catheter was placed as usual with no immediate issues. After disconnecting the catheter from the extension cable and attempting to reconnect it, the pressio began cycling on and off repeatedly, rendering it unusable. Connecting a spare new catheter resolved the issue.